Event description:
It has been reported that the bupivacaine that comes in the smiths whitacre and pencan spinal kits may be defective. It is taking 20 minutes or more to set and when set, if set the spinal is patchy. It is not concluded that this is a provider error as I have had other providers review the cases this was reported. It has been tracked to a single lot with the bupivacaine apg303 expiration: 01/2026 in kits with ref 3a2832-25. Manufacturer response for spinal tray, tray spinal 25gax3.5in w/ lido and bupivacaine .75 custom (per site reporter). No response.

Event description:
It has been reported that the bupivacaine that comes in the smiths whitacre and pencan spinal kits may be defective. It is taking 20 minutes or more to set and when set, if set the spinal is patchy. It is not concluded that this is a provider error as I have had other providers review the cases this was reported. It has been tracked to a single lot with the bupivacaine apg303 expiration: 01/2026 in kits with ref (B)(4). ====================== manufacturer response for spinal tray, tray spinal 25gax3.5in w/ lido and bupivacaine .75 custom (per site reporter) ====================== no response.